Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video gastroscope eg16-k10. In the event reported, it was stated that the u/d angle wire ruptured. The anomaly was detected in the operating room and it was also stated there was no patient involvement. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with (B)(4)-MDR decision backlog management plan.